Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was reviewed with terumo's chief medical officer, but no determination regarding the event could be made based on the available information. A "pop" and bleeding were reported to have occurred postoperatively. Patient details were not made available for review, and the sample was also not returned. While the exact root cause cannot be determined, there is no evidence that the angio-seal device contributed to the injury or patient outcome. The DHR was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the angio-seal device was deployed approximately 0730am on (B)(6) 2026 at the end of a left heart catheterization (lhc). The patient was new non-ischemic cardiomyopathy following the lhc, new flutter, was on dvt prophy loverox only. A pre-deployment angiogram was performed; however, it was not saved. An ultrasound was utilized in obtaining access and a 6 french procedural sheath was used. No difficulties with arterial access. It was a single stick, easy access. There were no issues with the insertion, deployment or withdrawal of the device as they were very smooth. The patient was stable at the time of deployment, and there was no device malfunction. When the patient was still at the hospital, the patient stated they felt a "pop" in their groin at the puncture site approximately 0100am on (B)(6) 2026. The patient was having a bowel movement when the pop was felt. The patient had a hemorrhagic shock. Therefore, the patient was taken to the operating room on (B)(6) 2026 to surgically repair the common femoral entry site, and active bleeding. The patient was stable after the surgical repair. No concomitant medical products were used with the angio-seal. There were no device-specific comorbidities.